Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a thoracic catheter. The customer reports that according to the nurses the thoracic catheter ripped during relocation of pt to the side with light move. The customer reports that one piece stayed in the pt two cm under skin niveau; but could be grasped with a clip and removed without force. The customer further reports that there was no person injured.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.